Manufacturer narrative:
Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the reported inadequate coaptation of the 23mm s3 valve leaflets with severe aortic regurgitation cannot be confirmed, as imaging of the procedure was not available for edwards lifesciences to review. Without imaging, patient factors (native leaflet calcification), and procedural factors (imaging intensifier angle, valve deployment position, confirmation of leaflet overhang) could not be confirmed/assessed. However, it is possible that the event was caused by procedural factors (i.e. Post dilation with a 23mm bav balloon). There was no allegation or indication that the central leak was caused by a manufacturing defect. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2016-03136.

Event description:
As reported by our (B)(4) affiliate, after post dilatation, the 23mm sapien 3 valve had severe aortic regurgitation and the leaflets remained open. A second valve was implanted. After crossing the native valve, the 23 mm sapien 3 (s3) valve ¿migrated¿ on the balloon approximately 3 mm toward the proximal side when the flex catheter was pulled back. Despite further attempts after re-alignment, the s3 valve moved again when the flex catheter was pulled back. The valve was not aligned in between the balloon markers. It was decided to proceed to valve deployment. When half of the contrast solution was ejected into the balloon, the balloon moved toward the left ventricle (lv), but the s3 valve remained in the same position. Eventually, the outflow side of the valve was inadequately expanded, resulting in trapezoidal shape. At that point, blood was noted in the inflation device and the delivery system was not used for post dilatation. Upon removal of the delivery system a pinhole was observed on the balloon shaft, in the area between the proximal end of the balloon and the flex tip. Post dilatation was performed with a 23 mm balloon catheter from another kit and the s3 valve was properly expanded. Hypotension persisted and chest compression was performed. The right coronary artery (rca) was not shown by aortography (aog). The patient developed ventricular fibrillation (vf) and electric defibrillation was performed. A percutaneous cardiopulmonary support (pcps) was introduced; the vital signs became stable and coronary angiography (cag) showed no abnormality in the coronary arteries. Echocardiography revealed that the all leaflets of the s3 valve remained open and were not moving with severe aortic regurgitation (ar); however, the vital signs were stable. Another 23 mm s3 valve was implanted in an intended position. The patient was weaned off pcps. The operating physician reviewed the cine image and stated that the first s3 valve possibly had been damaged by post dilatation since the valve seemed not to function after post dilatation. The patient¿s aortic annulus diameter measured 18.4 mm x 26.1 mm with severe calcification by tee. The sinotubular junction (stj) diameter measured 25.0 mm and the sinus of valsalva (sov) diameter measured 28.0 mm. The access vessel minimum luminal diameter (mld).

Manufacturer narrative:
Additional images (pre-op CT, procedural cine and 4 echo screen shots) were provided to edwards by the facility for internal review. Complete procedural echo images were not provided. The images were reviewed by an edwards¿s physician and the following observations were made: procedural cine: heavily calcified leaflets. Three cusps aligned well. Good bav performed. Valve seen across the annulus. The valve was not aligned between markers and was more proximal on the inflation balloon. Valve deployed. The balloon inflated asymmetrically, as the distal part of stent was not on working the part of the balloon. Valve not fully deployed on aortic side. Stent post dilated with bav balloon. Valve appears fully expanded. Root shot shows pig tail which appears half way within valve, showing possible central aortic insufficiency (ai). Angiogram of right coronary artery (rca) shows vessel is patent. Angiogram of left coronary artery (lca) shows vessel is patent, some ai noted. Root shot with pig tail moving in and out of the left ventricle (likely due to the patient being on pump) showing possible ai. Another root shot with pig tail stable above valve confirming central ai. Valve-in-valve done well. Procedural echo: unable to assess images due to insufficient study (the entire tee was not provided) and unable to determine timing of when the image provided was taken. Impressions: heavily calcified leaflets, good alignment. Bav done well. The undeployed valve can be seen across the annulus. The valve was not aligned between the markers with the valve 3-4mm more proximal to the distal marker. No images were provided of valve alignment or reported movement of balloon when the pusher is pulled back. Despite the position of the balloon and valve, the implant was performed well. The only distal part of the valve expands is the proximal portion of the valve which was not on the working length of the inflation balloon. The balloon appears to have no issue with inflation or deflation. The valve was post dilated with edwards 23 mm bav balloon valve now appears fully expanded. An angiogram of the coronary arteries appear patent. The evaluators were unable to determine central ai from the first 2 aortic root angiograms as the pig tail catheter is seen in the valve or moving back and forth through the valve. The last aortic root angio confirms central ai. A valve-in valve was performed well. No final angiogram images were provided to assess paravalvular leak (pvl) or central ai after valve-in-valve procedure. Recommendations: when a crimped valve is not in between the markers, return to valve alignment step and realign valve to ensure between both markers. If unable to realign valve, remove entire system and use a new valve and delivery system. If the valve is deployed partially expanded, do not stop rapid pacing and use delivery system to post dilate valve completely as this is a high risk for embolization (deflate the balloon and re-inflate in correct position).

Manufacturer narrative:
Echo images were provided from the site which were of poor quality and contained minimal information to properly assess the procedure. Images for pre-operation CT, procedural cine and procedural echo to perform an imaging review with an edwards proctor were requested but have not been received. No information could be assessed and/or confirmed. The reported ¿leaflet ¿ inadequate coaptation-in patient¿ and ¿valve ¿ regurgitation-central leak¿ were unable to be confirmed based on the provided imagery and available information. While a definite root cause was unable to be determined at this time, available information suggests that procedural factors (malposition of the valve and post dilation of the implanted valve with a transfemoral balloon catheter) may have contributed to the reported events. The device IFU provides the following precautions: the edwards transfemoral balloon catheter not intended for post-dilation of deployed transcatheter heart valves. If necessary, post-dilate with the same edwards commander delivery system balloon. [Post-dilation with transfemoral balloon catheter may not produce the required inflation diameter.] The device history record (DHR) review did not reveal any issues that might suggest a manufacturing non-conformance has occurred. No labeling, training, or IFU deficiencies were identified. Complaint history review revealed that the occurrence rates for these failure modes did not exceed the september 2016 control limits for the trend categories. Therefore, no corrective or preventative actions are required.